Event description:
It was reported patient experienced neck pain post-trial and was admitted to the ER for air in their epidural space. The air was relieved, and patient was feeling better. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.